Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon evaluation, there was contamination on the battery board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The patient received a replacement charger/modem.

Event description:
A (B)(6) female patient's nurse contacted zoll customer support for an unrelated issue. During servicing of the patient's charger/modem, a reportable event was discovered. There was contamination inside the charger/modem.